Manufacturer narrative:
Reporting institution phone #: (B)(6). A philips technical consultant (tc) went onsite and confirmed the reported issue. The customers central station was missing a speaker. The hospital supplied a replacement speaker which was installed by the tc which resolved the issue. The device remains onsite and in use.

Event description:
It was identified that the central station did not have a speaker connected to it; therefore, there are no audible alarms. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.